Event description:
It was reported to medtronic minimed that the customer experienced inpen damage. The customer reported no adverse event. The event involved product(s) mmt-105elgyna, mmt-105elblna. Troubleshooting was performed. Injection button was damaged. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pen. Mmt-105elgyna was requested, and the customer response was that the device will be returned. The customer will discontinue use of the insulin pen. Mmt-105elblna was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Per visual inspection: broken off injection button. No physical damage to cartridge holder or inpen front shell. Unit paired successfully to commercial app with a small dosage. Inpen received with leadscrew 1/4 of travel. Unable to perform displacement dose accuracy and baseline and wireless functionality test due to broken off dose button exposing electronic assembly, however the inpen was able to dial properly. Inpen passed front cap investigation. In conclusion: inpen received with working dial knob. Therefore, the customer concern of difficult to dial could not be confirmed, however unable to properly dose due to broken off injection button exposing electronic assembly. Inpen does have the entire electronic sliding out of the dose knob due to broken off solder joints. Therefore, customer concern of inpen being physically damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.